Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us and was assessed as not reportable in japan. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed an error message (sf101). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. A review of the device logs confirmed a single occurrence of system fault 101. In-house testing was not able to reproduce the device fault. The investigation determined that the device fault was due to a software issue. The pneumatic block was replaced to address this issue. The device was repaired and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101). There was no patient injury reported as a result of this incident.